Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 4968-35 lead, (B)(6) 2014, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular lead pacing impedance is stable at approximately 340 ohms throughout record. A ventricular lead warning occurred on (B)(6) 2014 with lead monitoring data showing 88 high impedance paces since the warning. (B)(4).

Event description:
It was reported that a right ventricular lead warning was triggered due to high impedance. Lead fracture is suspected. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.